Event description:
A physician reported a certas valve (ID 828806) was implanted via ventriculoperitoneal shunt on (B)(6) 2022 with unknown setting. At the end of (B)(6), the patient complained of symptoms such as diarrhea and abdominal pain and examination confirmed that the peritoneal catheter had errantly entered the intestinal tract. For the time being, the physician plans to monitor the situation. It is unknown if there is any plan to remove and replace the catheter. The patient is in follow- up, and future measures are under consideration.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828806) was not returned for evaluation as the product is not available for return as per customer and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.